Event description:
It was reported that a vns patient had full revision surgery due to high impedance. The high impedance was observed prior to surgery on systems diagnostics. The surgeon attempted to re-insert the lead pin, but it did not correct the high impedance. No breaks in the electrode or lead were observed. The generator and lead were not available for return. Additional relevant information has not been received to-date.